Event description:
The implant malfunctioned due to part not retained on mating part (e.g. ,. The malfunction did not cause or contribute to a death or serious injury. New information provided contributed to the follow up report. The new issue description will be osseointegration problem.

Manufacturer narrative:
The implant malfunctioned due to part not retained on mating part (e.g. ,. The malfunction did not cause or contribute to a death or serious injury. New information provided contributed to the follow up report. The new issue description will be osseointegration problem.

Event description:
The implant malfunctioned due to part not retained on mating part (e.g.). The malfunction did not cause or contribute to a death or serious injury.